Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that in two separate instances the juncture hub disconnected from the catheter body of the catheter. There have been no patient complications reported.